Event description:
During a varicocele embolisation procedure on a male patient, the doctor was attempting to detach the coil. The doctor turned it approximately 30 times, but it wouldn't detach. Eventually the wire broke at the inconel section. The junction between the coil and the inconel section of the wire remained attached to the retracta coil, remaining within the patient. The doctor felt he didn't need to retrieve it. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). (B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Investigation - evaluation: during the course of investigation, a dimensional verification, and a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions (mi), quality control (qc), trends, and a visual inspection of the returned product was conducted. The visual examination of the returned delivery wire determined the wire was separated in the proximal coil. It was noted that there was some blood or biomaterial at the separation of the coil. It was also noted that there was 2.3cm of the proximal coil remaining attached to the mandril. The remaining length of proximal coil (approximately 2.7cm) and the distal coil were not present and are assumed to be the part of the wire left in the patient per the customer's statement. The customer stated, "during a varicocele embolisation procedure on a male patient, the doctor was attempting to detach the coil. The doctor turned it approximately 30 times, but it wouldn¿t detach. Eventually the wire broke at the inconel section. The junction between the coil and the inconel section of the wire remained attached to the retracta coil, remaining within the patient. The doctor felt he didn¿t need to retrieve it." Per quality control specification, there is a verification that the solders are secure. There is also a verification of the outside diameter of mandril and coils and that the solder lengths and solder connections have a good, even flow of solder with no sharpness. This product is shipped with an instructions for use (IFU); which provides the warnings, precautions, and instructions for use. The IFU states to "turn the delivery wire counterclockwise 8-10 times, until coil detachment can either be felt or visualized under fluoroscopy. It is recommended that the junction remain just inside the tip of the catheter." The IFU also states "in general, the first coil selected should have a diameter that is 20% larger, or 2 mm oversized, than the vessel that is being occluded." We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a varicocele embolisation procedure on a male patient, the doctor was attempting to detach the coil. The doctor turned it approximately 30 times, but it wouldn't detach. Eventually the wire broke at the inconel section. The junction between the coil and the inconel section of the wire remained attached to the retracta coil, remaining within the patient. The doctor felt he didn't need to retrieve it. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.